Event description:
A customer contacted global technical services regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during fill. The nurse stated the fill volume (fv) = 2320 ml. The technical service representative (tsr) instructed the nurse to push in and turn all spikes half way. The nurse stated that one of the supply spikes was not in all the way. The tsr advised the nurse to start refill. The nurse stated the solution was moving into the heater bag. The tsr advised that the machine would continue therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a check lines and bags alarm. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based upon the information obtained during baxter's investigation, the root cause was determined to be user error due to the user not checking all connections were secure before beginning therapy (incomplete spike). The at-home guide instructs users to check all disposable set connections for a secure fit before beginning therapy, and also instructs on how to connect the solution bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report was resolved over the phone and therapy continued. The nurse stated that one of the supply spikes was not in all the way; upon pushing spike in and turning half way, solution moved into heater bag and alarm resolved. Should additional information become available, a follow up MDR will be sent.